Event description:
A patient reports upon opening removing a pod from its package the needle was found to have deployed early and the needle guard was missing from the pod. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received undeployed with the needle cap still attached and evidence of the needle mechanism having already fired. The pod fully deployed upon removal of the needle cap. The device completed both priming sequences in the expected number of pulses. No damages or defects that would cause the needle mechanism failure were observed. The exact timing of the needle mechanism firing could not be determined. The cause of the event could not be determined.